Event description:
Medtronic received information that immediately post implant of this transcatheter aortic valve, the patient showed severe aortic insufficiency as the valve did not appear to be fully expanded. The procedure was emergently converted to an open procedure with femoral extracorporeal membrane oxygenation (ECMO) secondary to aortic annular rupture and pericardiai tamponade following post implant balloon aortic valvuloplasty (bav). Following the implant of the bioprosthetic valve with reconstruction of the interventricular septum and repair of a myocardial laceration, the patient was unable to be weaned from cardiopulmonary bypass (cpb) and expired.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).